Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat shoulder pain. The ipg was placed in the right posterior shoulder area with the leads targeting the suprascapular nerve. After implanting the system, the patient experienced ongoing issues with healing and underwent multiple rounds of antibiotics to treat infection that developed at the open incision site. The incision was cleaned and re-closed approximately 4 times after the implant before the physician determined that the nalu system would need to be removed. On (B)(6) 2026 a full system explant was performed due to ongoing issues with healing after the implant.

Manufacturer narrative:
The patient was unable to consistently use the nalu system due to multiple infections, however the system was reported to provide good therapy when it was in use and there is no evidence of any migration or other issues with the system itself. No lab results were shared with the firm to confirm type or presence of any infection. The patient's health history and any underlying medical conditions are unknown to the nalu team and the information available does not allow for any conclusions around cause of poor healing.